Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. He later experienced persistent aches and pains in his left hip, groin area pain which radiates down to his knee, pain when lying on his left side, and difficulty with activities of daily living. There is no mention of revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.